Manufacturer narrative:
The MFR rec'd the device for review, investigation is ongoing. Where lot numbers were rec'd for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer's reference number of this file is (B)(4).

Event description:
It was reported that the surgeon was using a easy explant bit10 - 45 mm ss w/szr pin and the instrument broke. The surgery time was extended for unk time. At this point of time no other information is available.

Manufacturer narrative:
DHR review: the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis : no trend identified compatibility of components: the compatibility check could not be performed as only one product was reported to us. The product compatibility check is not relevant for one product only. Review of incoming information event description: explant bit broke during surgery. Devices analysis: visual examination: the explant bit arrived contaminated in a plastic box. After cleaning it can be seen, that the laser marking of the bit is not good anymore. The tip of the bit broke off. The devices in general is not in a good shape. It seems, that the device was used many times including cleaning and re-sterilization. Possible route causes: possible causes for the reported event according to dfmea: broken bit due to excessive deterioration of instruments during long term use. Broken bit due to general corrosion. Broken bit due to corrosion due to raw material combinations. Broken bit due to impaction force on the instrument during operation. Broken bit due to surgeon or staff unfamiliar with technique. Broken bit due to damage of instrument through incorrect use. Broken bit due to off label use. Comparison to investigation results whether it is possible and justification: possible: as the instrument shows heavy signs of usage. Not possible: the device does not show signs of corrosion. Possible: as the instrument shows heavy signs of usage and is possible that high forces were applied on the instrument. Possible: it is unknown if the surgeon or staff was familiar with the technique. No information provided. Possible: it can be that the user did not use the device correctly. Possible: it can be that there was off label use. Based on the given information and the results of the investigation, it was not possible to identify a specific root cause for the reported event. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).